Event description:
While attempting to insert an IV catheter, the nurse was not able to advance the catheter into the vein. She began to remove the catheter and noticed that the catheter had split from the needle in the shape of a y. FDA safety report ID# (B)(4).